Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units. The customer reported a blood glucose (bg) level of 268 mg/dl, and confirmed that a correction bolus would be delivered to address bg level. During the call with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate.